Manufacturer narrative:
Client was transferring from armchair to chair. Rh brake did not hold client fell to floor. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Client was transferring from armchair to chair. Rh brake did not hold client fell to floor. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).